Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024 , it was reported by a sales representative via email that the drill from an ar-8717ds-0910 dynanite nitinol staple implant system got stuck to the sleeve and could not be used. The case was completed using a new ar-8717ds-0910 dynanite nitinol staple implant system. This was discovered during a procedure on (B)(6) 2024 .

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or prying/leveraging the device during use.